Manufacturer narrative:
Updated fields: h6/h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. And additional information received from the customer (h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. It is unknown what the foreign material is. There was no delay to the start of pre-cleaning, which was properly implemented. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle and all external surfaces of the endoscope with a clean lint-free cloth, brush, or sponge. The customer flushed the air/water nozzle with water, air, and detergent. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3" preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera elite gastrointestinal videoscope had insufficient angle and the insertion part was meandering. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: the nozzle and control section had foreign objects due to insufficient cleaning.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations were confirmed. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The connecting tube was snaking. In addition to evaluation in b5, due to damage on up/down knob, water tightness was lost. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had white-clouded area the up/down knob had corrosion. Paint on suction cylinder was peeled. The air/water cylinder had discoloration. The image guide protector was damaged. Adhesives around objective lens had white-clouded area. The plastic distal end cover had a scratch. The connecting tube had a dent. The connecting tube had discoloration. The connecting tube has coating peeling. The connecting tube had a scratch. The connecting tube had a wrinkle. The objective lens had a scratch. The protector of universal cord on control section side had a scratch. The protector of universal cord on scope connector side had a scratch. The universal cord had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.